Manufacturer narrative:
The t:slim x2 user guide states, "do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized due to elevated blood glucose (bg) levels over 500 mg/dl and diabetic ketoacidosis. The customer had experienced occlusion alarms leading to the hospitalization. The customer stated that they were a newer insulin pump user and were working with their healthcare provider in regards to adjusting their pump settings which may have contributed to the elevated bg levels. While in the hospital, the customer received treatment in the form of insulin delivered intravenously. The customer was released from the hospital two days later. Reportedly, the customer had been using apidra insulin in their cartridge and was to consult with their healthcare provider regarding switching to novolog or humalog insulin.